Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the blood is not able to flow through the device to fill lab tubes. When removed part of the vacutainer remained in the lab vial. There was patient involvement, but no patient harm.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-12803-00 for details pertinent to this event. One used sample was received for evaluation for the complaint that the blood is not able to flow through the device to fill lab tubes when removed part of the vacutainer remained in the lab vial. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The devices were visually inspected. The needle and luer were inspected, no damage or anomalies were observed. The complaint can be confirmed due to the dislodged needle, and the probable cause is unknown.